Event description:
Allegedly revised due to broken modular neck. Patient fell in the bath tub.

Manufacturer narrative:
Investigation is complete. Attempts are being made to have the product returned for evaluation. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is completed. This is the same event as 1043534-2010-00042 and -00043. This event occurred in (B) (6).